Event description:
A malfunction code was reported, but no notable events occurred prior to the incident. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided guidance for resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue arose again.